Event description:
It was reported that when the device was used during a laparoscopic gastric bypass procedure, it misfired. It produced malformed staples and a partial cut line. Pt brought back twice with injury to area of malformed staples; third time resulted in open surgery. Additional pt consequence was not reported.